Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010683, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 23-sep-2025 against final reporting decision equal serious injury and death, lot number criteria equal 6010683. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. DHR review: the lot 6010683 was manufactured according to the work instruction (wi) version 120 and packaged in the line 10 on 07-dec-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, no photo or physical sample was provided, therefore, the reference samples from the lot have been requested. Visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on test of reference samples. No non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to an emergency room (ER) due to diabetic ketoacidosis on (B)(6) 2025 and got treated with intravenous (IV) and fluids of saline and insulin. Blood glucose level was 489 mg/dl at the time of the event and was caused by cannula not inserting properly and laying flat on (B)(6) 2025. Patient was found positive for high ketones levels and ketone levels were found to be life threatening. The length of hospitalization was 8 hours. The patient also took bolus to resolve blood glucose issue. No further information available.